Manufacturer narrative:
Date of event is unknown complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: reporter is company representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a large number of screws were found deformed or broken. There were no reports of patient harm. This is report 10 of 10 for (B)(4). This complaint is linked to (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device malfunction occurred intraoperatively. There was no reported consequence to the patient.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing location: monument, manufacturing date: 14-may-2019, part number: 400.834, ti low profile neuro screw self-drilling 4mm; lot number: 3l19867 (non-sterile), lot quantity: 349. One piece was scraped in cell at op #80, m-line export pack/label, after being dropped. Production order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, inspect dimensional met all inspection acceptance criteria. Packaging label logs (pll) lmd were reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21015, tialnbr14.00, lot number: h845342, lot quantity: 678 lbs. Certified test report received from perryman company dated 12-feb-2019 was reviewed and determined to be conforming. Lot summary report dated 27-feb-2019 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: cranial-scr plusdrive ø1.6 self-drill l4 (part. No: 400.834, lot. No: 3l19867) was returned and received at us customer quality (cq). Device was lost at manufacturing facility during inspection. The visual inspection was conducted based on the pictures clicked at west chester during intake process. The received screw was broken quarter of the head part and broken piece was not received at cq. It seems like the screw was slightly deformed. Device failure/ defect identified? Yes. Dimensional inspection: the screw was dropped/ lost and not available for dimensional inspection. Document / specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed and no issues related to design and manufacturing were observed. - 1.6mm carnial slf_drlg screw cruciform, low profile. - process risk document. Raw material testing: one of the 9 devices from lot 3l19867 was checked for material type and no raw material issues were identified, tiainb -accepted, niton x-ray analyzer, ID: niton07. Manufacturer's risk assessment: per process risk document the worst-case harm is 3, and the probability of occurrence is 2 which is a risk level of accept. Complaint confirmed? Yes. Investigation conclusion: the reported complaint condition was confirmed for the cranial-scr plusdrive ø1.6 self-drill l4 (p/n: 400.834, lot #: 3l19867). During the investigation, no product design issues, or discrepancies were observed that may have contributed to the complaint condition. The investigation found no evidence of a manufacturing defect or raw material issue. A root cause could not be determined during an investigation; however, it is possible the damage could be attributed to unintended forces applied to the device. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.